Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and a audio/beep anomaly. She explained that the buttons would not respond after changing the battery and the insulin pump was alarming without displaying a message on screen. Blood glucose at the time of the incident was unknown. Troubleshooting performed. It was stated that the insulin pump was not dropped or exposed to moisture. She confirmed the time was advancing and she could see the battery and reservoir icons on screen. The customer was advised to revert to back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive buttons due to an unlocked lcd keypad connector. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.